Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's battery had "issues". Additionally the wake button also had "issues". Although requested, the customer declined troubleshooting and declined to provide additional information. There was no reported impact to the customer¿s blood glucose.